Event description:
It was reported that the drill broke off and strayed into the bone in the body. The drill bit was removed by excising the surrounding bone, however this resulted in a 30 minute surgical delay.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received scaled drill shows traces of frequent use as evident by the deformed drill blades and scratches on the surface. The drill was broken at the starting of the cutting edge. The breakage surface indicates towards a brittle overload breakage with chevron marks on the surface and a shear lip on side which indicates towards application of bending overload during drilling and / or interaction with hard/metal object which is evident by slight deformation of the edges along the broken surface. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused due to a bending overload and a possible contact with a hard/metal object during use. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the drill broke off and strayed into the bone in the body. The drill bit was removed by excising the surrounding bone, however this resulted in a 30 minute surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.